Event description:
It was reported that a customer observed a reconstitution device in which the contents were leaking medication. This report did not involve any patients or patient injury. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, the reported condition could not be confirmed and the root cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. A companion sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.